Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On and unreported date the patient¿s fluid was clear and the patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique; specifically, the attendant was performing continuous ambulatory peritoneal dialysis (capd) therapy without proper training, and acquired peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection vancogen (1 gram, intraperitoneally, frequency not reported) and pepramicin (dose, frequency and route not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.